Event description:
Event description cpi received information that this patient has been receiving inappropriate shocks, and oversensing. The patient is being monitored at this time, no invasive procedure was performed.